Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical record(s) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, pt has experienced constant pain for at least a month, aching, and difficulty sleeping. Wants to be reimbursed for tests.